Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to hcp meter comparison tests, about 10 minutes apart. The results were 123 vs 165 mg/dl, respectively. No further details were given. The reporter was uncertain regarding having inserted the strip correctly. No symptoms were reported. On followup, the reporter stated that she does insert her test strip fully for each test. A control test with new solution had a result in range of 125 (92-138). The lifescan representative reviewed quality control procedures and discussed meter to lab testing.